Event description:
"Two dilator/sheath would not advance, and upon withdrawal, in both cases the peel-away sheath was noted to be pushed back and barbed." The dilator is an accessory used with the 3fr v-cath catheter. Pt complained of pain during the attempt to advance the dilator. No serious injury occurred. Nurse eventually completed the procedure successfully with the 3rd dilator, and the catheter was successfully inserted to the desired position.